Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. An issue with pre-analytic handling could not be excluded. Based on the analysis of the calibration and qc data, an overall reagent issue could be excluded.

Event description:
There was an allegation of a questionable ft3 g3 elecsys e2g result from cobas e 801 module serial number (B)(6). The initial result was >50 pmol/l and was reported outside of the laboratory. At the request of the physician, on (B)(6) 2023, the sample was repeated with a result of 6.68 pmol/l.